Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 110.6021. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) biomed had an error 110.6021 on 8015 sn (B)(4), would like to know what this meant. Case resolution: resolution is to replaced stuck button keypad assembly. Biomed will go ahead and replaced keypad assembly.